Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -15.00 diopter, in the patient's left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting, pupil block with elevated intraocular pressure and iris atrophy. Additional surgery was performed, enlargement of pi by yag and anterior chamber irrigation/evacuation of visco/fluids. The lens was replaced for a shorter lens (different model - tmicl) on (B)(6) 2020 and the problem was resolved. Some mild iris atrophy but patient is happy. The cause of the event was due to the device. H6: health impact- clinical code: 4581 - iris atrophy. H6: health effect impact code: 4625 - enlargement of pi - yag; anterior chamber irrigation/evacuation of visco/fluids. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients left eye (os). The lens was explanted and exchanged due to high vaulting and pupillary block. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.